Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found two full breach insulation degradation exposing the outer coil, both were noted to be adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. Degradation - next to boot.